Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the tibial insert trials. The bal-seal springs were missing from the tibial insert trials, it isn't clear when the disengagement happened. Two x-rays were checked, and the bal-springs were not left in the patient. The patient had an uneventful recovery. There was no delay to surgery. X-rays were satisfactory with no evidence of any foreign body. The patient was seen at 6 weeks post-op and was noted to be doing well. No adverse patient outcome. Photos were provided. Patient demographic information was not provided. The devices were received. No additional information has been provided by the contacts about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The devices were available for analysis. Engineering analysis completed by ad on 6/5/2018. Design-related issues: over 560 cases have been completed (as of november 20 I 7) with no other reported instances. Therefore, this does not appear to be related to the instrument design. Mfg-related issues: over 560 cases have been completed (as of november 2017) with no other reported instances. Therefore, this does not appear to be related to the manufacturing of the instrument. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this instrument, 750- 2014-006-rmr- instruments rev b, was reviewed. The risk is captured in 35. D. 9 b. The bal-spring disengagement reported in experience c2017-548 was likely the result of using a tool to remove the spring, possibly during cleaning. There is no evidence that the disengagement occurred during normal use in surgery. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no adverse event reported. The disengagement of the bal-spring was not known at the time of surgery, x-rays were taken to ensure no foreign objects were in the patient. An investigation was conducted: the bal-spring disengagement reported was likely the result of using a tool to remove the spring, possibly during cleaning. There is no evidence that the disengagement occurred during normal use in surgery.